Manufacturer narrative:
(B)(4). One sample of product code (B)(4) was received; sample shows the anchor broken however; piece missing from anchor, sample was not returned in its original packaging. Based on the DHR, that shows that product was built according to inspection. No damage reports have been reported at this time. As additional actions a vendor notification was sent. Customer complaint is confirmed based on damage in sample received. The damage presented to the anchor is not clearly defined where it could have happened. Since no damage report was found for this lot number, either in sterilization site or distribution center, and due to the people who are involved in the manufacturing cell are well trained to detect such kind of problems and segregate defective units , no additional corrective action could be implemented.

Event description:
Alleged event: the anchor broke during surgery and was not engaged. The anchor did not engage in the drill hole made in the bone. It came out of the bone broken. The anchor broke in the joint space. It was retrieved from the patient. Although there was a surgical delay, the procedure was successfully completed with no impact to the patient and no medical intervention required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number 02l1302009 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint is confirmed based on the picture provided by customer. However a corrective action cannot be implemented due the lack of a sample. If samples are received, an evaluation will be initiated accordingly. The root cause is unknown. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the anchor broke during surgery and was not engaged. The anchor did not engage in the drill hole made in the bone. It came out of the bone broken. The anchor broke in the joint space. It was retrieved from the patient. Although there was a surgical delay, the procedure was successfully completed with no impact to the patient and no medical intervention required. The patient's condition was reported as fine.